Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited atrial oversensing resulting in inappropriate atrial tachy response (atr) episodes. Additionally, it was noted the device stored pacemaker mediated tachycardia (pmt) episodes that were atrial driven. No adverse patient effects were reported. This device remains in service. Additional information was received that this device exhibited noise on the right atrial (ra) lead. The involved lead is a non boston scientific product. Further evaluation by cardiology was recommended. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited atrial oversensing resulting in inappropriate atrial tachy response (atr) episodes. Additionally, it was noted the device stored pacemaker mediated tachycardia (pmt) episodes that were atrial driven. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited atrial oversensing resulting in inappropriate atrial tachy response (atr) episodes. Additionally, it was noted the device stored pacemaker mediated tachycardia (pmt) episodes that were atrial driven. No adverse patient effects were reported. This device remains in service. Additional information was received that this device exhibited noise on the right atrial (ra) lead. The involved lead is a non boston scientific product. Further evaluation by cardiology was recommended. No adverse patient effects were reported. This device remains in service. Additional information was received that this device exhibited intermittent t wave oversensing. No adverse patient effects were reported. This device remains in service.